Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding unknown inserter and cage. It was reported that physician stated " inserter did not hold stratosphere cage solidly enough with a mallet and expansion was limited with poor tactile feedback. So cage was unable to be implanted ". Case was regarding t5 corpectomy for non-healing burst fracture with progressive kyphosis. After the corpectomy was performed, dr attempted to place the cage within the corpectomy space, and this required some use of the mallet. This caused the cage to come partially off of the inserter and therefore could not be expanded. This required removal of the cage. It then became apparent that the cage was partially off the inserter. Several additional attempts were made. This cage was ultimately not able to be used. A new cage was assembled and inserter with additional care as similar issues persisted. The procedure was able to be completed and the patient has done quite well. There were no further complications reported regarding the event.

Manufacturer narrative:
G4, d4: product identifiers and 510k are unknown. H3 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.